Event description:
Hosp ICU personnel responded to a pt in cardiac arrest. The device was brought to the bedside, charged up and the standard paddles discharge buttons pressed. According to the reporter, the device failed to deliver energy. This opinion is based on the reporter's statement that no transfer sound was heard when the buttons were pressed. A backup device was immediately called for and used and the pt was resuscitated.